Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this failure could be mechanical failure, operator error, user hypersensitivity to latex, bacterial infection. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation of needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the 2 patient tubing were separated from the anti-reflux chamber in a drainage bag while the catheter had been indwelling after a couple of days in last 2 weeks and 3 more same issues that found out on (B)(6) 2021. This happened 4-5 different times. A patient got urinary tract infection from foley catheter. Customer spot checked a couple of other catheters on the unit and none of them were able to come apart which was what they were used. It was unknown what medical intervention was provided for urinary tract infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the 2 patient tubing were separated from the anti-reflux chamber in a drainage bag while the catheter had been indwelling after a couple of days in last 2 weeks and 3 more same issues that found out on (B)(6) 2021. This happened 4-5 different times. A patient got urinary tract infection from foley catheter. Customer spot checked a couple of other catheters on the unit and none of them were able to come apart which was what they were used. It was unknown what medical intervention was provided for urinary tract infection.